Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuits are currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative that three rt265 infant dual heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were returned to new zealand for evaluation, where they were visually inspected and functionally tested. Results: visual inspection of the returned circuits found no damage or defect to the breathing circuits or drylines. Pressure testing revealed that two of the three returned circuits were out of specification. Conclusion: we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that three rt265 infant dual heated evaqua2 breathing circuits failed the leak test. There was no patient involvement.